Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support and a suction regulator was ordered for resolution. No report of patient involvement. The biomedical engineer troubleshot the reported fault with ge healthcare technical support and a suction regulator was ordered for resolution.

Event description:
The biomedical engineer reported that during diagnosis of a noise issue on the suction regulator the rear fittings fell out of the regulator when it was opened. The unit could then not perform fluid suctioning. There was no report of patient involvement.